Event description:
The device was observed switching on automatically. There was no patient involvment.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. The cause of the issue was determined to be membrane failure.